Manufacturer narrative:
(B)(4). Investigation results: received one speedband superview super 7 device with the velcro strap and ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found one blue band present and moved out of its position. It was also noted that the ligator head teeth were bent and the trip wire was bent in several locations. The suture was broken with one section attached to the trip wire loop and the other section attached to the ligator head. The trip wire was partially rolled in the handle and there was evidence that the trip wire was secured in the handle assembly slot during the procedure. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard and indents were felt. No issue was noted with the handle assembly and the velcro strap. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic ligation procedure performed on (B)(6) 2017. According to the complainant, prior to introduction to the patient, it was noted that the suture assembly was incorrectly placed; the bands could not be released. There was no damage or defects with the device packaging. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.